Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2019. Evaluation: product received for analysis. During the sample evaluation the defect was not confirmed. The inlet ports as well as the antireflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were opened, and the duckbill (antireflux) valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. Performed visual inspection, no void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. Defect reported by customer "suction could not be done during use" was not duplicated. Based on the present analysis, it is determined that the reported complaint is not found and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery and a reservoir was connected to a drain. During surgery, suction could not be done during use. Further details are not provided. There were no adverse consequences to the patient.